Event description:
It was reported that the gastrointestinal videoscope was used inside an animal part and reprocessed in an oer-pro endoscope reprocessor. There was no report of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation of the reported issue. In speaking with olympus technical assistance center (tac), customer wanted to know if she should also do a water line disinfection when draining and loading the lcg (disinfectant solution) on the oer-pro (endoscope reprocessor) after reprocessing the scope. They were asked not to use the scope or oer-pro until they were advised with further instructions on how to proceed. Upon following up with tac, customer noted that they had been cleaning patient scopes and scopes used on animals in the oer-pro for the past year. They had not yet heard from the infection control department, but tac suggested reaching out to their professional organization for guidance as well. It was recommended that the unit not be used for patient scopes any longer, and they should reach out to the infection control department again. Customer stated that there was no death, injury, or infection related to any reprocessed scopes. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Correction: d8 was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a discrepancy between olympus' recommendations and the facility's understanding of the equipment's handling and reprocessing procedures. Preventive measures are described in operation manual: important information ¿ please read before use: intended use. Olympus will continue to monitor field performance for this device.